Event description:
Hypoglycemic attacks [hypoglycemia]. Difficult to use [device malfunction]. Case description: class iia. This spontaneous case from the united kingdom was reported by a diabetes nurse specialist as "hypoglycemic attacks" and "difficult to use" and concerns a patient treated with novofine 8mm (30g) autocover (device therapy) from and to unknown dates for device therapy. Patient's height: not reported. Medical history: not reported. On an unknown date, the patient started to use novofine 8mm (30g) autocover needles which staff found difficult to use. Since then, the patient has presented with several hypoglycemic attacks resulting in long hospital stays. The patient has currently been admitted to the hospital since mid january. Outcome was reported as unknown.